Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdonimal pain"), abdominal distension ("bloating"), fatigue ("fatigue") and rash ("skin rashes"). The patient was treated with surgery (a salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, abdominal distension, fatigue and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, fatigue, pelvic pain and rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("device breakage") in an adult female patient who had essure (batch no. 20214173) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdoninal pain"), abdominal distension ("bloating"), fatigue ("fatigue"), rash ("skin rashes"), anxiety ("other injury or complication: anxiety.") And depression ("other injury or complication: depression"). The patient was treated with surgery (operative laparoscopy, removal of essure implants via bilateral salpingectomy) and surgery (operative laparoscopy, removal of essure implants via bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, abdominal pain, abdominal distension, fatigue, rash, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, device breakage, fatigue, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("device breakage") in an adult female patient who had essure (batch no. 20214173) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdoninal pain"), abdominal distension ("bloating"), fatigue ("fatigue"), rash ("skin rashes"), anxiety ("other injury or complication: anxiety.") And depression ("other injury or complication: depression"). The patient was treated with surgery (operative laparoscopy, removal of essure implants via bilateral salpingectomy) and surgery (operative laparoscopy, removal of essure implants via bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, abdominal pain, abdominal distension, fatigue, rash, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, device breakage, fatigue, pelvic pain and rash to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient¿s demographics added. Essure indication updated and lot number added. New events device breakage, depression and anxiety were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.